Event description:
Customer reported the panorama central station's display had no video out, which may have resulted in loss of telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the power distribution board. Unit was safety tested unit to factory specifications.